Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. There were no visual or functional abnormalities observed during the product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic partial resectioning of the small intestine. On the first firing for the s ide-to-side anastomosis at the closure of the stoma, the surgeon fired the device but the intestinal fluid leaked from the staple line. To complete the procedure, the surgeon manually sutured the staple line. No patient injury or extension in surgical time greater than 30 minutes. There was oozing bleeding as a result of the product problem. Patient status is no problem.